Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2020-feb-04 regarding a patient receiving clonidine and morphine (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient thought the catheter had been kinking on and off. The event date was unknown. The patient would have episodes of "perfume smells and tastes and other worldly feelings" as well as chills. During one of these episodes, the patient passed out at target while in line at check out. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.